Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the device had early battery depletion and couldn't be interrogated. A previous interrogation on (B)(6) 2010, showed two years remaining longevity. It was also noted that the patient's heart rate dropped to 46. The device was explanted. No further patient complications were reported as a result of this event.